Event description:
The facility reported an infuso.r. Pump that "doesn't turn on". The event was reported to have occurred upon power up in the anesthesia department. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an infuso.r. Pump that "doesn't turn on" was confirmed and reproduced during device evaluation. The root cause was assigned to a faulty micro-processor unit printed circuit board. The micro-processor unit printed circuit board was replaced in order to correct this condition.